Event description:
It was reported by service report that the customer alleged that the brakes would not hold due to damaged brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.